Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had underfill. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. Verbatim: "citrate tubes do not fill properly at gp office, private receives underfilled samples and has to flag results or reject samples, blood collection needs to be repeated, patients have to make another appointment with physician. Image loss at gp and pl level"

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had underfill. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. Verbatim: "citrate tubes do not fill properly at gp office, private receives underfilled samples and has to flag results or reject samples, blood collection needs to be repeated, patients have to make another appointment with physician. Image loss at gp and pl level".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot, however samples could not be tested due to being past expiration date. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill could not be tested due to being past expiration date. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.